Manufacturer narrative:
Note: device code (B)(4) is no longer apply to this event, so review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the cramp as resolved and that retention is a preexisting condition for them. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator. It was reported that trial patient was feeling cramping and was advised to turn their stimulation down. The trial patient also mentioned their device kept turning on and off. It was suggested that trial patient call their healthcare professional (hcp) for further assistance. Furthermore, trial patient reported that prior to trial, their symptoms was that they were in the bathroom every 7-10 minutes, now they were able to go an hour but was still not able to empty bladder. Trial patient stated that they were not doing so well, for some reason it lost connection but seemed to be ok now however they didn't remember the setting they were supposed to be on. Trial patient said they knew it lost connection because the little yellow sign popped up that saying we've lost communication. Trial patient said it was working now. It was reviewed with trial patient the user distance for the handset. Trial patient said they were having a bad time the day prior to the report, and called the hcp in the evening and said it was turned down. Trial patient just doesn't not remember what it was on. No further complications were reported.